Event description:
It was reported that this pacemaker exhibited right ventricular (rv) high out of range pacing impedance measurements greater than 2000 ohms. Technical services (ts) was consulted, discussed one non-sustained ventricular tachycardia (nsvt) episode that had noise that was oversensed. Technical services (ts) options for trouble shooting to determine if it is a spring contact anomaly or lead fracture. This pacemaker system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited right ventricular (rv) high out of range pacing impedance measurements greater than 2000 ohms. Technical services (ts) was consulted, discussed one non-sustained ventricular tachycardia (nsvt) episode that had noise that was oversensed. Technical services (ts) options for trouble shooting to determine if it is a spring contact anomaly or lead fracture. This pacemaker system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product performance issue; please refer to the description for more information regarding the specific circumstances of this event.